Event description:
International affiliate reports the tip of the final tightener broke off within the head of a spinal screw during tightening. The broken tip could not be removed and is contained within the head of the implanted screw.

Manufacturer narrative:
Depuy spine has requested return of the final tightener for evaluation. No definitive conclusions can be made at this time. However, tip breakage is likely the result of the application of atypical force during screw tightening. A follow up medwatch report will be filed if the evaluation of the returned instrument reveals something other than that which is stated above. Additionally, the broken tip is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, the material is resistant to corrosion in a variety of environments, including blood. The specification for the product requires passivation which further increases the material's resistance to corrosion.